Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01610. The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that the pt complained of ineffective stimulation, even when using the system at maximum amplitudes. The physician explanted the system on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Evaluation: results: lead "a" did not reveal any visual anomalies. Lead "b" was missing the terminal end electrode and had discoloration in the lead body. All channels passed continuity and stress testing except for channel 1 of lead b" which was missing the terminal end. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.